Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 05/22/2008 and has no repair history at zimmer surgical. Eval of the device observed damage on all width plates, the master blade was flush with the control bar, and the device ran within the rpm specs. Prior to repair, the device was outside calibration spec at the zero thickness setting on the right side and failed side to side calibration at this thickness setting. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was not cutting the skin evenly. No add'l clinical info was received prior to this report. A f/u medwatch will be submitted if add'l clinical info is received.